Event description:
Plunger on in-line suction catheter did not reseat when released. The result was negative pressure applied to the ventilator circuit causing auto-cycle during trial of pt off paralytic making pt to appear tachypneic to excessive degree.